Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were "not getting asystole and pause alarms on the bedside monitor". The device was in use at the time of the alleged malfunction. No death or patient / user injury or harm was reported. No information regarding the patient, such as gender, age, height and weight, has been made available by the customer.